Event description:
The following has been reported: multiple downstream alarms. Customer reported, multiple downstream alarm issues with two different line sets and patients. Occured (B)(6) 2023, no error code. Happened, during treatment. Pump was exchanged/switched with another. No adverse event, pump did not increase or decrease rate. Just continued to alarm reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.